Event description:
Related manufacturer reference number: 2017865-2024-00919. It was reported that the patient presented in clinic due arrhythmia. Device interrogation revealed under sensing, oversensing and failure to deliver shock on the implantable cardioverter defibrillator (ICD) and right ventricular (rv)lead. The patient passed away due to cardiac death. The patient is deceased.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.